Manufacturer narrative:
Follow up 24-oct-2016: quality-safety evaluation of ptc ptc global number: (B)(4). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She had a surgery to remove tha essure coils. Pelvic pain is anticipated according to reference safety information for essure. After essure insertion, abdominal, pelvic and back pain may occur. In this particular case, given the plausible temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-sep-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006. Sometime following the procedure, the plaintiff began suffering from severe lower back pain, depression, weight gain, hair loss, severe, pelvic pain, painful, migraines, bloating and more. There was no indication to her that the symptoms were related to defective essure inside her body. On or about (B)(6) 2016 she was forced to undergo a surgery to remove the essure coils. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She had a surgery to remove tha essure coils. Pelvic pain is a listed event according to reference safety information for essure. After essure insertion, abdominal, pelvic and back pain may occur. In this particular case, given the plausible temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (ess205) (batch no. 620731,620747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) for heavy periods. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), alopecia ("hair loss"), migraine ("painful migraines") and headache ("headache").on an unknown date, the patient experienced back pain ("severe lower back pain"), depression ("depression"), abdominal distension ("bloating") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure was removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, alopecia and migraine had resolved and the back pain, depression, abdominal distension, headache and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, depression, headache, migraine, pelvic pain, vulvovaginal pain and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received: lot number correction - from 62073? To 620731. The reporter and patient information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) (batch no. 62073?,620747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), alopecia ("hair loss"), migraine ("painful migraines") and headache ("headache"). On an unknown date, the patient experienced back pain ("severe lower back pain"), depression ("depression"), abdominal distension ("bloating") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure was removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, alopecia and migraine had resolved and the back pain, depression, abdominal distension, headache and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, depression, headache, migraine, pelvic pain, vulvovaginal pain and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs was received: reporter, new events (headache and vaginal pain), outcome and lot numbers were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (ess205) (batch no. 620731,620747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) for heavy periods. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), alopecia ("hair loss"), migraine ("painful migraines") and headache ("headache"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain ("severe lower back pain"), depression ("depression"), abdominal distension ("bloating") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure was removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, alopecia and migraine had resolved and the back pain, depression, abdominal distension, headache and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, depression, headache, migraine, pelvic pain, vulvovaginal pain and weight increased to be related to essure (ess205). Lot number: 620731 manufacture date: 2006-06 expiration date: 2008-05 . Lote number: 620747 manufacture date: 2006-08 expiration date: 2008-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.